Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and chest pain. It was also reported that the right ventricular (rv) lead undersensing and that the right atrial (ra) lead had failed a lead position check. The leads remain in use. No further patient complications have been reported as a result of this event.